Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized from (B)(6) 2014 and wished to change the basal rates on her insulin pump, per her healthcare provider. The customer stated that due to a kidney transplant, she was having a temporary vision problem and had trouble seeing the numbers flashing under the basal rate set time. It was not possible to assist the customer because she could not confirm what was on the screen. No further information was provided.